Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant, a lead exhibited no stimulation and was not reflected in the electrocardiogram. The physician believed it to be a lead problem. A new lead was used. No patient consequences reported.